Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unreported date, the patient recovered from stomach bloating. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: upon follow up, it was reported that treatment with ceftazidime injection (1 g once daily, intraperitoneal) was discontinued (unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and stomach bloating. It was not reported the patient was hospitalized the event. The patient was treated with vancomycin injection (1.5gm/stat/ intraperitoneal/discontinued) and ceftazidime injection (1g/stat/ intraperitoneal/discontinued) for a day and again treatment started with vancomycin injection (1.5g/ every 5 days/ intraperitoneal/ discontinued in 3 days) and ceftazidime injection (1g/ once daily/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient was recovered from the peritonitis. Pd therapy is ongoing. It was reported retraining for break in aseptic technique was done. No additional information is available.